Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though verified, pt was implanted with aris mesh. Later the pt experienced incomplete emptying and straining to void, dyspareunia, bladder outlet obstruction and mesh extrusion. An excision of the mesh, rigid cystoscopy, posterior colporrhaphy and perineal body repair were performed.